Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with a complete pump reset, after which the cgm error code did not reappear, allowing the customer to successfully start a new sensor session.